Event description:
The customer reported unit was giving an error code message of machine and proximal pressure sensors failed. Customer reported there was no patient involvement.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened. Fse replaced the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit and the gas delivery system (gds) to address the reported problem.